Event description:
This pacemaker was returned to our post market quality assurance laboratory without any allegation having being made against it. A longevity calculation was performed and the pacemaker failed, thus forwarding the pacemaker to detailed analysis for further investigation. Review of the device memory noted no suspicions codes or resets. Diagnostics show the power level gradually rising over the past year. Analysis confirmed the premature battery depletion was due to a leaky hydrogen induced leaky capacitor.